Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). A visual analysis of the returned device found that the stent was blackened and calcified. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. The most probable cause is considered operational context.

Event description:
It was reported to boston scientific corporation that percuflex&#10256;lus ureteral stent was returned and appeared calcified. Reportedly, the stent was removed from the patient during a bilateral stent replacement procedure performed on (B)(6) 2015. The patient's condition at the conclusion of the procedure was reported to be stable.